Event description:
It was reported that on (B)(6) 2013 a 3.0x33 rx xience prime stent was implanted in the left anterior descending artery. Post-dilatation was performed. Good stent expansion was confirmed by intravascular ultrasound (ivus). The patient began taking biaspirin and plavix. On (B)(6) 2013, the patient experienced ventricular fibrillation (vf) leading to cardiac arrest. An automated external defibrillator (AED) was used and the patient recovered while in the ambulance. On (B)(6) 2013, the patient experience angina and segment elevation during dialysis. On (B)(6) 2013 coronary angiogram was performed and thrombosis was diagnosed in the xience prime stent. The stent was not occluded and blood flow was good. On (B)(6) 2013, thrombectomy was performed. The physician suspected that the vf could be related to the thrombosis. On (B)(6) 2013, electrophysiological study was conducted. Results were not made available. The patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, electrocardiogram (EKG/ECG) changes, ventricular fibrillation, cardiac arrest, and thrombosis are listed in the japan xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.